Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. A review of the device logs confirmed a single occurrence of system fault (sf 101) error message and ventilation stop. In-house testing could not reproduce the reported failure. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) and the ventilation stopped while traveling in a car. Per the reporter, the patient was manually ventilated until the device was rebooted. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) and the ventilation stopped while traveling in a car. Per the reporter, the patient was manually ventilated until the device was rebooted. There was no patient injury reported as a result of this incident.